Event description:
It was reported, "while patient was in recovery, they felt something in the back of their mouth, when checked it was the spring tip." It also was reported that there was no patient injury.

Manufacturer narrative:
The device in question is the marked spring tip guidewire, a 210cm long solid metal mandrel with a flexible, variable thread, spring attached to the proximal tip. The marked spring tip guidewire is a reusable instrument to be used in conjunction with american dilators and is compatible with key med, savary, eder puestow, and celestin esophageal dilator systems. A DHR/lhr, device history record/lot history record, review was not accomplished for the lot number was not available. As no product is being returned and no lot number provided, an adequate analysis is not possible. A complaint history for the 000150 guidewire shows ten previous complaints similar to this event. No manufacturing defects or causes for the previous complaints were determined. Possible causes for this failure mode could be due to shipping/handling or end user related issues. IFU, instructions for use, specifies that, "remove the guidewire from packaging and carefully inspect it for any damage that may have occurred during transit or handling". The IFU also warns, "inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued". Any damaged device should be detectable prior to it's use. The proximal end of the spring is less flexible than the distal end of the spring; thus, excess force applied on the device during guidewire insertion process could cause the tip to bend. The IFU of the device indicates, "the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action". Also, excessive force used during the device cleaning procedure could cause damage to the guidewire. The IFU specifies, "avoid using excessive force on the wire and spring tip while cleaning. Do not bend to twist the spring tip as it may cause the soldered joints to deteriorate". Possible causes for this complaint could be device damage during cleaning/handling, or, excessive force used by the user. No manufacturing related defect was observed during the investigation; therefore, no corrective action is recommended at this time. Conmed corporation is considering this complaint closed. Not returned to conmed - discarded.

Manufacturer narrative:
This is being reported to the FDA due to a unretrieved device fragment. The device tip separated from the device in the operating room. The device fragment (tip of guidewire) was not discovered until the patient was in the recovery room where it was discovered in the patient's mouth and retrieved. The device was discarded by the end-user facility. When the quality engineering investigation of the reported incident is completed a supplemental report will be filed. Not returned to conmed - discarded.